Event description:
It was reported that after a da vinci assisted hysterectomy procedure in (B)(6) 2004, which was performed for large fibroid tumors, the patient discovered multiple issues occurred during the procedure causing recurrent urinary tract infections (uti). The patient stated that she has to take antibiotics (amoxycillin every 2 months) prophylactically for the uti. Through follow up with the patient, the following information was obtained/confirmed: the patient learned that she had a total hysterectomy as opposed to a partial hysterectomy, her ovaries were removed during the procedure which caused her "estrogen levels to be out of control and too low", her bladder was "accidentally detached" and is "in a place that is fluid and can't be reattached" and her hemorrhoids were damaged leading to a subsequent emergency surgery. Intuitive surgical, inc. (Isi) contacted the site`s risk management and was informed that the patient had undergone 2 unspecified outpatient surgeries in (B)(6) 2004. No further information was provided.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complications are unknown. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event. The following information is unknown: the event date, surgeon name, and da vinci system information. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. No allegation has been made against a da vinci product nor has a product been returned to isi for evaluation. Logs are not available for review as the procedure date was not provided. This complaint is considered a reportable event due to the following conclusion: after a da vinci-assisted hysterectomy procedure, the patient complained of recurrent utis requiring antibiotics as well as hemorrhoids, which required an emergency operation. The patient also stated that during the primary procedure, her "bladder was detached" and her ovaries were removed. The removal of her ovaries caused her estrogen levels to be too low.